Event description:
Robotic scissor tip dislodged from the instrument during removal of trocar and remained in trocar. Noticed device was missing instrument, found the sleeve of the scissor tip lodged in trocar.